Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not receiving the site reminder as intended. During troubleshooting with tandem technical support it was found that the customer adjusted the pump time incorrectly for daylight savings. Customer's blood glucose level was 75 mg/dl.